Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypothyroidism ("hypothyroidism"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and memory impairment ("forgetfulness"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea had resolved and the menorrhagia, hypothyroidism, vaginal discharge, vaginal infection, fatigue and memory impairment outcome was unknown. The reporter considered dysmenorrhoea, fatigue, hypothyroidism, memory impairment, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. Patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury was removed. New events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, vaginal discharge, vaginal infection, fatigue and forgetfulness were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.